Manufacturer narrative:
Added b13 annex code in h6.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument and completed the device evaluation. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. The components adjacent to this severely bent grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier would not fire clips. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use with no damages noted. The reported issue occurred during the first clipping attempt. The clips would not fire/clip. The surgeon was using hemolok medium-large clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction for use (IFU) manual. The surgeon used a backup instrument to resolve the reported issue.